Event description:
I used sea bond wafers on my dentures and had heart palpitations. I had to use 4 wafers as my gums and false teeth were hurting me. I want you to put 4 wafers in your mouth and have your pulse taken before and after and you will see your heart rate change. A safe product would not cause this so the wafers contain harmful substances. After seeing these harmful effects I want you to issue an order for sea bond to cease selling a dangerous product; and I want a whistle blowers fee from the billion dollar fine they pay for selling an defective product that is harmful to the body. I personally made the "test" on my own body as noted above. This is a dangerous product. When 4 wafers cause such harmful result; even using one has the same dangerous substance in it. Dates of use: 5 years. Event reappeared after reintroduction: yes.